Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the patient now requires an MRI scan, and we are seeking to confirm whether the needle is ferromagnetic. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the product specification and safety data sheets provided to the contact in the file? Is there an account contact at birmingham women¿s and children¿s nhs foundation trust? If so, we can provide follow-up questions.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used. During a surgical procedure, the needle was mistakenly left inside the patient¿s chest. No further information was available.